Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) relates to pneumoperitoneum. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a two-port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for advanced stage parkinson¿s disease. The procedure date was (B)(6) 2013. According to the complainant, the two-port through the peg jejunal feeding tube (j-tube) was inadvertently pulled out from the peg tube on (B)(6) 2013. A new j-tube was placed on (B)(6) 2013. On (B)(6) 2013, the patient experienced abdominal pain and vomiting. On (B)(6) 2013 patient experienced major pneumoperitoneum and intestinal occlusion requiring surgery in emergency. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.